Event description:
Customer claims that the pressure lines in the package have some type of greasy material on them.

Manufacturer narrative:
Method: the returned device was visually inspected. Results: this is the only complaint of this type received for this lot number. A greasy substance was present along the full length of both the large and small pressure tubing. The substance was not present on the inside of the tubing. The fact that the greasy substance is the length of the entire tube indicates that it has most likely happened during a manufacturing process of our own or that of our supplier. Our quality and manufacturing personnel are aware of this problem and will be putting steps in place to prevent recurrence in the future. Conclusions: this is an unusual complaint and the only one of this type received to date. We will continue to monitor all complaints for such faults. Pressure lines are not a conduit for breathing gases supplied to a patient. They are used in instances where ventilators require a gas pressure reading feedback from the patient end of the breathing circuit. Should the affected device be used on a patient, no harm would result. This concludes the investigation into this complaint.